Manufacturer narrative:
The esg-400 electrosurgical generator was not returned to the manufacturer for evaluation/investigation since there was no malfunction and the device is still being used by the user facility. However, it was reported that the esg-400 electrosurgical generator was inspected and tested at the user facility by a service technician and found to be functioning correctly. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. Therefore, this event/incident was attributed to use error. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during an unspecified laparoscopic procedure, the operating surgeon reportedly felt an electric shock and sustained a third-degree burn on his right middle finger while accidentally touching the hook electrode. The burn was treated with disinfectant by the physician himself. No further information was provided but the intended procedure was completed using the same set of equipment. In addition, there were no reports of any device malfunctions.